Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack and difficulty breathing. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack and difficulty breathing. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found indeterminate contaminant, grey and white dust-like contaminant in the air outlet of rear panel, top enclosure in accessory module port, sd card flip door, top of blower box and inside blower. The manufacturer also found evidence of indeterminate black particles, hair-like objects and broken piece of blue plastic in the bottom enclosure near power connector p4, inside rear panel and bottom of blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with indeterminate black, brown, grey and white particles, hair-like objects and piece of plastic, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3, h3 and h6 has been updated / corrected.